Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and kinking of the sheath's shaft was observed. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design.' Due to the fact that the sheath kink was not mentioned in the initial report but was obviously visible the most likely cause was determined to be transportation or storage of the device during its return.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. When a reverse blood flow was removed, the air did not disappear, and it could be confirmed continuously, so it was corresponded through sheath replacement. Then the procedure was completed without patient complications. The device is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. When a reverse blood flow was removed, the air did not disappear, and it could be confirmed continuously, so it was corresponded through sheath replacement. Then the procedure was completed without patient complications. The device is expected to be returned.